Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the electrode belt failed incoming testing. Upon evaluation, the trunk cable and the ECG c and d cable were cut, severing several wires. The cause of the test failure was the cut cables. The root cause of the cut cables cannot be positively identified. No adverse event resulted from the damaged belt.